Event description:
It was reported that the customer passed away due to insulin shock and a massive heart attack. The caller stated that the customer had only been on the insulin pump for a week, and the hcp wanted to know if she was using the reservoirs that were part of the recall. It was stated that the paramedics were called on (B)(6) 2013 due to low blood glucose levels, and they could not get a blood glucose reading from the customer because it was so low. The customer was taken to the hospital, and it was found that she had a massive heart attack. The customer was unresponsive the entire time she was in the hospital, and a week later, she was taken off life support. Confirmed with the caller, that the reservoirs being used were not part of the recall. The insulin pump was not returned as they did not know where it was. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.